Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer did not enter the appropriate amount of a mealtime bolus for the carbohydrates that were consumed. The customer's blood glucose (bg) level subsequently increased to an elevated blood glucose (bg) level displayed as "high" although specific value was not provided. Reportedly, a correction bolus via pump was delivered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.